Event description:
It was reported that customer received continuous glucose monitor error message on sensor. There was no reported impact to the customer¿s blood glucose level. Customer reset pump, which stopped the error alarm, and no further issues were reported.